Event description:
It was reported that the patient had an abbott ins. It went well for two years, but they then suffered from annoying vibration in their legs. The ins had been off for a while and the vibrations persisted. The ins was removed and the electrode, extension, and pocket adaptor were left behind. They were to wait to see if there was any improvement; the patient was going to have a new ins implanted should it go well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).